Manufacturer narrative:
The device has not been returned for analysis as it was fully used in the procedure. Additional information has been requested, including patient information. Should it become available, a supplemental report will be submitted. Based on the information received, the cause of the reported event was likely related to the procedure and patient condition.

Event description:
Medtronic received information that upon viewing images post embolization procedure, it appeared that some of the onyx ended up in an unintended vessel. The patient was undergoing an embolization procedure with onyx to treat an avm in the posterior anatomy. Some portions of the vessels were tortuous and the physician paused approximately 30 seconds or more during injections. The injection rate of the onyx was per the IFU. It was reported that the physician was not able to visualize portions of the pca where the onyx may have migrated and there may have been some reflux into the portion of the pca that was not immediately visible. There was no complete occlusion in the vasculature from the migration. The patient is doing well.